Event description:
Cracks at inner side of the grip parts were found when the plier was returned from the hospital. There was no report from the hospital on the issue. Therefore, there is no info as to how these cracks were formed.

Manufacturer narrative:
The visual investigation showed that one spring component of the returned pliers was cracked. The crack shows an intercrystalline forced rupture mode due to stress crack corrosion. The crack occurred due to very high compressive forces of the retaining screw. The root cause can be attributed to a manufacturing related incorrect step of too high tightening forces used to attach the spring retaining the screw.